Event description:
It was reported that the customer damaged the power cord while moving the laser system by running over the power cord and pulling it from the receptacle on the laser. The cord, cord anchor, and laser power cord receptacle were damaged. The doctor then tried plugging the power cord into the laser and sparks came out. The doctor was not injured. Customer was instructed to remove the key and power cord from the laser and to turn the main circuit breaker off until field service engineer repaired the laser receptacle, power cord, and the power cord anchor. These repairs were performed within a few hours of occurrence.

Manufacturer narrative:
Laser evaluation report: upon arrival, the field service engineer (fse) confirmed damage to the power cord, power cord housing, power cord anchor, and the laser case had burn marks from high voltage sparking. No internal damage of the laser was identified. The fse replaced the power cord and the power cord anchor, and verified the laser functioned within specification.